Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transapical approach. The patient was known to have bechterew's disease, which is why it was not possible to lay the upper body flat and the procedure had to be carried out in the upper body position. In addition, given the anatomical situation, the apex of the heart could not be visualized in a steep position, so access was made somewhat lateral to the apex. After the insertion of the sheath without any problems, it was not possible to guide the crimped valve through the heart. Therefore, together with the cardiologist, it was decided to pull back the cap. However, only the balloon could be recovered and the valve remained intracardially on the guide wire. While attempting to remove the valve and sheath from the heart resulted in ventricular injury at the apex, which was difficult to control. The conversion to a median sternotomy with connection of the hlm and implementation of a cardiac surgical aortic valve replacement took place. The apex was fixed surgically. The patient could then be taken to our intensive care unit with cardiopulmonary stability and was extubated four days later. The patient is currently in intensive care. As per medical opinion, it was not possible to guide the crimped valve through the heart most probably due to papillary muscle.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of unable to track delivery system through anatomy, valve dislodged off balloon during withdrawal through sheath, and withdrawal difficulty were unable to be confirmed as the complaint device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. For the complaint of unable to track delivery system through anatomy, as reported, ''after the insertion of the sheath without any problems, it was not possible to guide the crimped valve through the heart.'' In addition, it was reported ''the patient is known to have bechterew's disease, which is why it was not possible to lay the upper body flat and the procedure had to be carried out in the upper body position. In addition, given the anatomical situation, the apex of the heart could not be visualized in a steep position, so access was made somewhat lateral to the apex.'' It is possible that due to the patient not lying flat during the procedure, and the reported lack of visualization, the sheath and delivery system were introduced and advanced through the patient anatomy at a steep insertion angle. Steep insertion angle could cause non-coaxial advancement, which may have resulted in the delivery system and/or crimped valve catching on the patient anatomy and causing the reported inability to track the system through anatomy. The available information suggests that patient (posture during procedure) and/or procedural factors (insertion angle) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. For the complaint of withdrawal difficulty through sheath, as reported, ''after the insertion of the sheath without any problems, it was not possible to guide the crimped valve through the heart.'' It is possible that due to the patient not lying flat during the procedure, and the reported lack of visualization, the sheath and delivery system were withdrawn at non-coaxial angle. Non-coaxial withdrawal may have resulted in the crimped valve catching on the patient anatomy during retrieval, causing the reported withdrawal difficulty. Available information suggests that patient (posture during procedure) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. For the complaint of valve dislodged off balloon during withdrawal through sheath, as reported, ''it was decided to pull back the cap. However, only the balloon could be recovered, and the valve remained intracardially on the guide wire.'' Non-coaxial withdrawal may have resulted in the crimped valve catching on the patient anatomy or sheath tip and causing the reported dislodgment. Excessive force or manipulation was likely applied during the withdrawal attempt to overcome the withdrawal difficulties, resulting in the dislodgement of the valve off the balloon. Available information suggests procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative actions nor product risk assessments (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.